Event description:
It was reported that during the implant procedure the stylet extended out the lead tip of the 4195. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. There is dried blood on the undeployed lobes. Stylets were fuly inserted into the lead and did not exit the tip. Upon visual inspection it was noted that there was blood in/on helix/lobe mechanism. Upon visual inspection it was noted that there was blood/body fluid in the distal conductor (not obstructed). Upon visual inspection it was noted that there was blood/body fluid on the outer tubing overlay.